Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Reported issue for the device was no image. It is likely that the image did not appear because unexpected stress was applied to the camera head due to user handling and the ccd unit failed. The instructions for use includes the following statements which can prevent the issue from happening: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.

Manufacturer narrative:
Due diligence was executed for this event. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device yielded no image. This is attributed to the faulty charge couple device unit. There is a minor kink in the cable not affecting functionality.

Event description:
As reported for this event, during preparation for use for an unknown procedure the device yielded no image. The device was switched out with another and the intended procedure was completed. There were no delays. There is no patient involvement and event is before procedure so no details of either are provided. There is no information on any other device associated with this event.